Event description:
It was reported by a patient: I had a xience v drug eluting stent stent placed on (B)(6) 2011 in the left anterior descending artery. This stopped electric jolts to my heart that were awakening me every 2 hrs, but, I continue to have racing, and heart palpitation. I also continue to have electric current sensations throughout my heart, arteries, nerves in breast, brain, stomach, and skeletal frame. I have read that everolimus, the drug that the stents elutes, is actually a chemotherapy/immunotherapy drug. I was not told this before placement of the stent. I was also not told that the metal stent consisted of nickel, to which I am allergic. This has ruined my life, as I am not longer able to hike, bike, or swim for over 15 mins at a time, and, even at that, the electric current sensations that I feel running through my body intensify to the point that it feels like I having internal vibrations. I have discussed this with the cardiologist, who told me you are imagining this, even though my husband and a friend have seen my left breast and my right foot vibrating after exercising, or becoming stressed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of arrhythmia/palpitations and hypersensitivity/allergic reaction are listed in the instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. (B)(4).